Event description:
The customer reported that the ventilator exhibited a technical failure 389 alarm. No patient harm was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer provided device logs with screenshots for review. The log analysis identified the presence of the alarms, and a review of the o2 gas path test screenshots indicated a leakage at the o2 safety valve, which is consistent with the customer's reported alarm. Technical support recommended replacing the inspiration block to address the issue.